Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pulmonary lobectomy, the stapler was unable to fire after four uses. It got blocked. The surgeon was able to press the green button. Patient outcome and status was unknown.